Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The force bipolar instrument was analyzed and found to have a broken main tube measuring approximately 0.168" from the distal tip. No material was found missing. Components adjacent to this broken main tube did not show damage. The complaint was confirmed by failure analysis.

Manufacturer narrative:
The force bipolar instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during central processing, the force bipolar instrument tip was dislodged from the main arm. There was no report of patient involvement.